Manufacturer narrative:
The insulin pump was received with all operating currents within specification and it passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test. The drive support was inspected and it was found slight loose and tilted. The device had minor scratches on the lcd window.

Event description:
The customer reported that she had recently been hospitalized due to diabetic ketoacidosis. Customer stated that her blood glucose level at the time of the emergency room visit was 340 mg/dl. The customer reported that she had only been receiving partial insulin delivery from the insulin pump, which was what led to her elevated blood glucose level. Customer reported feeling nauseous at the time of hospitalization. The customer stated that upon removal, the cannula of the infusion set was bent at a 90-degree angle, limiting her insulin intake. Customer stated that she did not receive any no delivery alarms. During troubleshooting, the customer reported that the insulin pump's drive support cap was flush. Blood glucose level was 160 mg/dl at the time of the call. The customer was advised that the insulin pump would be replaced and agreed to send the device in for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.